Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, scratches on the lcd window and missing end cap sticker. Medtronic diabetes implemented revised reportability criteria effective on (B)(4) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call button error alarm on the insulin pump. Customer's blood glucose level was 408 mg/dl. Customer treated their high blood glucose via manual syringe. Customer was not sure if they pressed the button for 3 minutes or longer and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.